Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient was hospitalized due to the pump ¿cracking¿. No further information was provided. Animas customer support made several attempts to contact the reporter and the patient for further information; however, neither the reporter nor the patient responded to these follow-up attempts. If additional information is received, animas will update this complaint as appropriate. This complaint is being reported because the reporter alleged the patient experienced a serious injury while on insulin pump therapy associated with a pump issue.